Event description:
It was reported that a patient experienced peritonitis manifested by pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vicodin (dosage, frequency, and duration not reported) for the associated pain and on unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were initially reported to be ongoing; but fifteen days after the initial hospitalization began; the peritoneal dialysis catheter was removed and seven days after that date, the patient started hemodialysis therapy which was reported to be ongoing. After five days of hospitalization, the patient was discharged. The patient was initially reported to be recovering from the peritonitis event, but on an unknown date in the same month as the initial peritonitis diagnosis, the patient was re-hospitalized for the peritonitis. Approximately fifteen days after the initial hospitalization ended, the patient was discharged from the second hospital admission and was returned to a nursing home facility. On an unknown date, the patient did recover from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.